Event description:
It was reported that brake malfunction occurred. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro and rotawire drive were selected for atherectomy. The rotapro was prepped and platformed outside the patient. The burr was inserted over the wire and the rotation speed set to the target speed. The wireclip torquer placed at the end of the rotawire and the brake defeat was not initiated. However, while the burr was in place, the wire that had been positioned distally in the vessel moved unexpectedly to the proximal end of the vessel whilst the burr was on. The burr was back into guide catheter, and the procedure successfully completed with another rotapro. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro atherectomy system was returned for analysis. A visual examination of the device found that the annulus was damaged indicating an interaction with a guidewire. The collet and driveshaft (turbine) were found to be corroded indicating the presence of dried saline within the device. As the rotowire used in the procedure was not returned, a test rotowire was used for analysis. During analysis, the test rotowire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and while in normal mode and dynaglide mode, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance. However, the test wire had movement during normal and dynaglide mode without the brake defeat initiated. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Angio video provided depicts wire movement; however, rotational use is unable to be confirmed with the media provided. Full aspects of the procedural setting were not provided within the angio media.

Event description:
It was reported that brake malfunction occurred. The target lesion was located in the right coronary artery (rca). A 1.50mm rotapro and rotawire drive were selected for atherectomy. The rotapro was prepped and platformed outside the patient. The burr was inserted over the wire and the rotation speed set to the target speed. The wireclip torquer placed at the end of the rotawire and the brake defeat was not initiated. However, while the burr was in place, the wire that had been positioned distally in the vessel moved unexpectedly to the proximal end of the vessel whilst the burr was on. The burr was back into guide catheter, and the procedure successfully completed with another rotapro. There was no patient complications reported.